Event description:
It was reported that the patient had a burn and a blister was noticed when grounding pad removed post radiofrequency ablation procedure. The patient was given silver sulfadiazine ointment and was healing well.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
This 3500a MDR was submitted in error. The regulatory reporting for this device is the responsibility of the manufacturer (nissha medical technologies ltd.) And not boston scientific. Therefore, please note that this event should not have been reported on a 3500a MDR form by boston scientific.

Event description:
It was reported that the patient had a burn and a blister was noticed when grounding pad removed post radiofrequency ablation procedure. The patient was given silver sulfadiazine ointment and was healing well.